Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the patient needed an osteotomy in order to continue the lengthening treatment after recovering from compartment syndrome.